Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that magnet had fallen out of inseparable and was protruding for drawer 5. Replaced inseparable drawer 6 and 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer missing magnet causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.